Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath and hypotension. The right atrial (ra) lead exhibited intermittently undersensing and had a failed lead position check. The implantable pulse generator (ipg) exhibited an unspecified failure. Both the ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.